Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("devices pieces remains in the uterus"), genital haemorrhage ("bleedings") and coital bleeding ("coital bleeding") in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), abdominal discomfort ("pain in the anterior and posterior left side"), dyspareunia ("pain while penetrating"), migraine ("migraines"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia"), female sexual dysfunction ("deterioration in the sexual intercourse"), adverse event ("damage cosmetic") and complication of device removal ("devices pieces remains in the uterus"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy to remove the devices) and surgery (procedure to remove the pieces is pending). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, coital bleeding, abdominal discomfort, dyspareunia, migraine, alopecia, metrorrhagia, female sexual dysfunction, adverse event and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal discomfort, adverse event, alopecia, coital bleeding, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: the patient had to undergo a bilateral salpingectomy to remove the devices, and due to the lack of a removal protocol, some device´s pieces remains in the uterus of the patient; and therefore she has to undergo a second procedure (pending). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain ¿ analysis in the global safety database revealed 11.443 cases. Device breakage ¿ analysis in the global safety database revealed 2.544 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: initial received, insertion and removal date. Bilateral salpingectomy to remove the devices. The events metrorrhagia, pelvic pain, coital bleeding, deterioration in sexual intercourse, damage cosmetic and device breakage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), device breakage ("devices pieces remains in the uterus"), genital haemorrhage ("bleedings") and coital bleeding ("coital bleeding") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), abdominal discomfort ("pain in the anterior and posterior left side"), dyspareunia ("pain while penetrating"), migraine ("migraines"), alopecia ("hair loss"), metrorrhagia ("metrorrhagia"), female sexual dysfunction ("deterioration in the sexual intercourse"), adverse event ("damage cosmetic") and complication of device removal ("devices pieces remains in the uterus"). The patient was treated with ibuprofen, surgery (bilateral salpingectomy to remove the devices) and surgery (procedure to remove the pieces is pending). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, coital bleeding, abdominal discomfort, dyspareunia, migraine, alopecia, metrorrhagia, female sexual dysfunction, adverse event and complication of device removal outcome was unknown. The reporter provided no causality assessment for complication of device removal with essure. The reporter considered abdominal discomfort, adverse event, alopecia, coital bleeding, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, metrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: the patient had to undergo a bilateral salpingectomy to remove the devices, and due to the lack of a removal protocol, some device´s pieces remains in the uterus of the patient; and therefore she has to undergo a second procedure (pending). The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: pelvic pain ¿ analysis in the global safety database revealed 11.443 cases. Device breakage ¿ analysis in the global safety database revealed 2.544 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-may-2018: initial received, insertion and removal date. Bilateral salpingectomy to remove the devices. The events metrorrhagia, pelvic pain, coital bleeding, deterioration in sexual intercourse, damage cosmetic and device breakage were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), device breakage ('devices pieces remains in the uterus'), genital haemorrhage ('bleedings') and coital bleeding ('coital bleeding') in a 49-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: complication of device removal "devices pieces remains in the uterus". In 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required), device breakage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), coital bleeding (seriousness criterion medically significant), abdominal pain ("pain in the anterior and posterior left side"), dyspareunia ("pain while penetrating"), migraine ("migraines"), alopecia ("hair loss"), intermenstrual bleeding ("metrorrhagia"), female sexual dysfunction ("deterioration in the sexual intercourse") and adverse event ("damage cosmetic"). The patient was treated with ibuprofen and surgery (bilateral salpingectomy to remove the devices and procedure to remove the pieces is pending). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, device breakage, genital haemorrhage, coital bleeding, abdominal pain, dyspareunia, migraine, alopecia, intermenstrual bleeding, female sexual dysfunction and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, alopecia, coital bleeding, device breakage, dyspareunia, female sexual dysfunction, genital haemorrhage, intermenstrual bleeding, migraine and pelvic pain to be related to essure. The reporter commented: the patient had to undergo a bilateral salpingectomy to remove the devices, and due to the lack of a removal protocol, some device´s pieces remains in the uterus of the patient; and therefore she has to undergo a second procedure (pending). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2022: no new information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.